Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose was 364 mg/dl on (B)(6) 2018. The customer¿s blood glucose was 237 mg/dl at the time of the incident and the current blood glucose 155 mg/dl. The customer had symptoms such as nausea, chest pain, stiffness of joints. The customer treated with manual injection. The customer alleges pump was under delivering because they had a mechanical issue. The customer reported that they had issues with the delivery of the insulin pump. The customer was advised to call back upon release from hospital so helpline tech can follow through with troubleshooting that would determine best resolution. The insulin pump will not be returned for analysis.